Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition. Functional tests included delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. It was noted that the pump had fluid ingression damaging the expulsor gasket. The expulsor assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. No adverse patient effects were reported.

Event description:
Additional information received indicates the product fault occurred during routine testing and therefore no patient was involved.